Event description:
Patient reported infusion device beeping and displaying "77" on display screen. She indicated that she changed the power pack and the infusion device functioned properly. Patient stated that, the power pack had been in use for approximately one month, at the time of the incident. She reported being aware of the power pack recall. Patient did not report any physiological effects associated with this issue. The patient did not report assistance by a heatlhcare professional or second party to address the issue. Product will not be returned for evaluation.